Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "medication tubing noted to be cracked where end connects to clave. Medication found dripping." The customer reported that the event occurred in (B)(6) 2017 in the nicu. There was no report of patient harm.